Manufacturer narrative:
(B)(4)

Event description:
The patient experienced cardiac arrest prior to previously reported death. The clinical events committee adjudicated that patient death was not related to the device or procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Three resolute integrity drug eluting stents were implanted in the lm, lcx and om to treat stenosis. Approximately 15 months post index procedure a staged pci was carried out in the lad. Approximately 20 months post index procedure, the patient expired due to cad and hypertension.